Manufacturer narrative:
Taper ii medwatch sent to FDA on: 09/18/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, constipation, dehydration and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding diagnostic testing, patient data or further event details. (B)(4). Device labeling addresses the possible outcome of leakage as follows:  ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the reported events of vomiting and reflux as follows:  ¿band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.¿ device labeling addresses the possible outcome of constipation and dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Patient reported "became constipated, vomiting bile, acid reflux, dehydrated, and became iron deficient." Patient also stated "the implanting physician's team of doctors told them that the port must have a leak because there was no liquid in the band". Patient stated "once the system was removed all symptoms went away" and "dentist stated had damage to teeth from acid reflux like people who throw up a lot".

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/25/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted brown particles on the access port, and a portion of the band tubing was separated from the band and attached to the access port. The band buckle was found to be cut, with striations noted at separate locations, consistent with surgical separation. Delamination of the outer surface of the shell was noted. Leak testing was performed and observed no leakage of the access port. A fill test of the access port was performed and no blockage was observed. Analysis of the device found blockage in the band portion of the device.